Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/07/2016 with the following findings: a review of the pump¿s black box revealed unexplained pump reboots, however the power rebooting was not duplicated during the investigation. The black box did not show any indication of a no power on the date of the complaint. The pump continued to run 2 days following the complaint of a no power. The pump was returned for 24 hours with no intermittent power or reboots occurring. There was no damage found to the returned battery cap or battery compartment threads. The returned battery cap was able to securely attach to the pump. The pump was opened and there was no defects found to the power circuit. There was no moisture found internally. Unrelated to the original complaint, the battery compartment as well as the pump case was found to be cracked.